Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.

Event description:
It was reported that the lead exhibited less than 200 ohms impedance, high bipolar thresholds and loss of sensing. The lead was replaced.